Event description:
Fill volume: 190/ml, flow rate: 10ml/hr, procedure: unk, cathplace: unk. Report 2 of 2; reference: 2026095-2014-00207/14-00857(b). Pump 1 of 2. It was reported that two easypumps finished infusion too fast on a patient. The incident was described as "the pump was empty too fast. Pump was filled for 19 hours. Pump was empty after 15 hours". No patient injury was reported and the patient is reported to be in good condition. The pump was used at home. Infusion started on (B)(6) 2014 and ended on (B)(6) 2014.

Manufacturer narrative:
(B)(6). Method: the device was reported as unavailable for return analysis. A device history record (DHR) review was performed for the lot number reported. A review of instructions for use (IFU) and the users conditions was conducted with the reported info. Results: as the device was not available for an evaluation, no testing methods were performed and results cannot be obtained. Per the DHR review there were no reworks, special conditions, or related non conformance reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: limited info regarding the incident was provided by the reporter. The device was reported not to be returning to I-flow for evaluation; therefore, we are unable to determine a cause for the reported event. A review of our complaints for 2.5 years identified that this is the only incident reported for this lot number. If additional info pertinent to this complaint is received or the sample is returned, I-flow will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.